Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming with a blank screen and then alarming to remove and reattach cassette. Pump continued to alarm after restarting it several times. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pumps operators manual in section the "alarms and messages" section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual indicates that the pump will alarm "no disposable" if a cassette is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.